Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  the  patient(pt) has been in a domestic violence shelter and hasn't had equipment for a couple weeks. Patient had to have all new equipment sent to them. Patient is having some problems with the new equipment. The communicator got unplugged for a couple hours. Patient said, they need to keep the communicator plugged in or they will loose therapy. Tss informed pt that is not true. You only need the communicator on when making therapy adjustments to the settings. Patient said they keep loosing therapy. Tss asked pt what they means by loosing therapy, asked if pt has return of symptoms and they didn'tanswer. Patient said they charged the communicator all night and the light is red. Patient doesn't know if the cord got unplugged some how. Patient is trying to turn their therapy back on. Walked pt through connecting the handset and communicator to the stimulator. Patient got a por. Tss asked when the last time the pt recharged and they said a couple weeks. Tss told the patient they need to recharge their battery first and then once it is charged they can turn the therapy back on. Walked the caller through pairing the new recharger ((B)(4)) with the handset and the stimulator. Patient got 10% charge, excellent connection and my therapy off. Patient will call patient services back if they need help turning therapy back on. No further complications were reported at this time.